Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly minimum high voltage measurement log data shows sub-threshold lead impedance min svc in the range 74 to 85 ohms and min hvb in the range 47 to 56 ohms between (B)(6) 2009 and (B)(6) 2010. One ventricular nst (non-sustained tachycardia) =190 ms average v-cycle on (B)(6) 2010 18:26:44. Eleven episode records in save to disk show hvz= "<20" between e22 and e26.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was low impedance and the device was not delivering the full energy on multiple therapy events. The problem could not be replicated later with testing, and no visible insulation breaches were noted on the visible portion of either lead in the pocket while the pocket was open. The leads were capped and replaced. No patient complications have been reported as a result of this event.